Event description:
It was reported that during an unknown procedure, the stapler did not fire completely. The patient had excessive bleeding and the procedure took more time than the normal. The doctor had to perform the suture manually with threads. The patient did not have any serious damage. The patient did not need blood transfusion. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with excessive body fluids that would not allow the device to open or close. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was cleaned, and then reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.